Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: medical device problem code, investigation types, investigation findings and investigation conclusions. The revision reported was likely due to the reported loosening, dislocation, and prosthesis wear. Failure of the cement used to secure the femoral and/or tibial component to the respective bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. The posterior subluxation/dislocation may have been due to joint instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, excessive posterior slope, third body wear, patient-related conditions, instability, or any combination of these possibilities. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. (B)(6), 230-03-02 - optetrak asy, cr cemented femoral, sz 2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient underwent an initial right total knee arthroplasty. Subsequently, x-rays images displayed femoral component position beyond most posterior medial tibial insert position. The operative report provided noted that the patient experienced aseptic loosening with polyethylene wear of the right total knee arthroplasty. It appeared as though the polyethylene had fully been worn through int he posterior aspect. The patient had posterior subluxation as well as rotational deformity and what appeared to be lucencies around both the medial tibial baseplate and the medial condyle. There were not any parameters indicating infection. There was a significant amount of metallosis and black scar synovial tissue. Sterile dressing was applied; there were no complications in the case. No further information provided.